Event description:
A malfunction was reported on the customer's pump, specifically indicating malfunction code 12. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. To address the issue, technical support arranged to replace the pump with an updated model. The customer was informed about the return process and acknowledged instructions on how to store the existing pump before returning it using the provided shipping materials. The customer will temporarily use multiple daily injections for insulin delivery until the replacement pump arrives.